Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet found partially inserted inside the lead. The reported event of unable to insert the stylet was confirmed. The stylet could not be fully inserted inside the lead due to clogged dried blood inside the inner coil at the distal region of the lead. The cause of unable to insert the stylet was isolated to the inner coil being clogged with blood. The reported event of undersensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the implant procedure, undersensing was observed on the right ventricular (rv) lead. After multiple repositioning attempts, the stylet could no longer be inserted into the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.